Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "constant alarm, will not stop" was confirmed and reproduced during product evaluation. The assignable cause was a blown dc fuse. The dc fuse was replaced to correct the reported condition. The user interface module software version is 6.13.90. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a "constant alarm, will not stop." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.